Event description:
The complainant reported a patient was on impella cp support. While on support, the patient underwent a 6-hour ventricular tachycardia (vt) ablation. In vt, the patient had no pulsatility with mean arterial pressure around 65 throughout the case and eight plus vt morphologies. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D2 common device name was reported incorrectly on manufacturer device report 1220648-2024-24732.